Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Details of the procedures and/or re-intervention are unk. An investigation is progress and the results will be sent in a follow-up medwatch report.

Event description:
On (B)(6), 2010, the pt was implanted with a gore excluder aaa endoprosthesis contralateral leg component. On (B)(6), 2011, the pt was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component. Details of the procedures are unk.